Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring low blood glucose reported at 39 mg/dl while frequently pausing the pump and overtreating hypoglycemia with oral glucose, and the user received education on the risks of pausing and overcorrection with assignment for additional training. Symptoms included hypoglycemia and muscle weakness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or failure to follow instructions, and no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.